Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was the patient reported the wireless recharger is not holding a charge. The battery lights flash but they do not hold the charge and they can't turn it on. Determined the battery light on the recharger was scrolling. Reviewed steps to hard reset the recharger but this did not resolve the scrolling lights. Patient confirmed there was no signs of wear and tear or issues with the charging dock. The dock was getting ac power. Requested recharger replacement from repair.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis of the wireless recharger wr9200, serial #: (B)(6) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.